Event description:
It was reported that a malfunction occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The caller faced issues with the microphone during the call, and the call was transferred while technical support planned to reset the computer. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.